Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument jaws were stuck around an artery and would not open. The customer had to emergency open. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the instrument jaws would not open after closing the clip. An instrument release kit was used to open the instrument. The customer used a backup clip applier to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have the cable crimp from wrist control cable at the force amplification pulley dislodged. As a result, the instrument lost the ability to move freely. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis.